Event description:
It was reported that after approximately one month in service, this right atrial (ra) lead was noticed to be dislodged. The device was repositioned and remains in service. No additional adverse patient effects were reported.